Event description:
When shaver was inserted into the patient's knee, the top portion of the "blade" broke off inside the knee. Physician was able to use an arthroscopic grasper to remove the broken piece from the patient's knee.